Event description:
The following has been reported by customer: the user indicates that the device is not charging and displays the message "battery out of power". Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.